Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿female, right side. During the hip revision case today the reclaim pronged stem stabiliser (B)(4) jammed when trying to implant the locking bolt. As we were unable to implant the locking bolt initially we then moved on to the next step while I tried to arrange for another instrument set to be sent over from the public hospital. While I was on the phone the surgeon sprayed some saline wash into the mechanism and it seemed to allow it to rotate more freely. We were then able to implant the locking bolt as per the surgical technique. The procedure was then successfully completed. I require a customer letter once the investigation is complete. Lot number for this instrument is unavailable, but I will be able to get it when I go to pack up the instrument. This was their consignment set.¿ the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device was not able to confirm the complaint. No jammed condition of the device was identified. Device rotates and functions as intended. Overall appearance of the device denotes signs of normal use. The overall complaint was unconfirmed as the observed condition of the reclaim pronged stem stblzr would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Event description:
Additional information was received and stated that no depuy products were revised in this case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Female, right side. During the hip revision case today the reclaim pronged stem stabiliser jammed when trying to implant the locking bolt.